Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective stimulation after suffering a fall. It was determined the patient's cervical lead had migrated. The patient underwent revision surgery where her lead was replaced with a new one. The patient is not receiving effective stimulation.